Manufacturer narrative:
Reported event an event regarding patient factors involving a triathlon insert was reported. The event was not confirmed. Method & results product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate the devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the device was revised due to flexion contracture. The surgeon reported that the patient was kept in flexion for some time after a previous ankle surgery, date and duration not reported. It was reported that there are no allegations against the insert. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient's left knee was revised due to flexion contracture. The surgeon reported that the patient was kept in flexion for some time after a previous ankle surgery, date and duration not reported. While addressing the flexion contracture, the surgeon decided to swap 7x9 ts insert for another 7x9 ts insert. There are no allegations against the insert. Rep confirmed that no further information would be released by the hospital or surgeon.